Event description:
The lay/user pt contacted lifescan (lfs) on feb 22, 2008 and alleged that her one touch ultra meter had a calcode issue. The medical affairs specialist (lfs) called and spoke with the pt on march 13, 2008 and obtained add'l info. The pt informed the mas that the alleged issue had occurred about a month prior to calling lfs to report it and that she was not able to test her blood glucose during that time. She usually tests her blood glucose twice/day and is on a set amount of insulin regimen (humalin 70/30-140 units in the morning and 140 units in evening). She does not deviate from this regimen. The pt further reported that in 2008, at around 10:00 pm, she started experiencing symptoms of being shaky, having cold sweats, and felt like she was going to pass out. She did not attempt to test on the meter since she " knew it was not working." She treated self with food and felt better shortly. The pt was not tested on any other device and she did not receive any medical intervention. Prior to developing the symptoms, she had taken her 140 units of insulin after eating her normal dinner. At the time of troubleshooting, it was determined that the pt was unable to code the meter. She was walked through resolving the issue. This complaint is being reported because, the pt claimed she was not able to test her blood glucose on the meter for about a month and later experienced symptoms, which can be associated with severe hypoglycemia. As noted above, she treated herself with food. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.